Event description:
The patient developed ethythemia, blisters, and itchiness after usage of the dressing for 4-6 weeks. The product was applied to the patients several open wounds located on his feet and ankles. The patient was hospitalized and wound cultures were taken. The patient was placed on intravenous antibiotics- cipro the results of the culture were positive for pseudomonas. At this time the patients wounds are healing and are nearly all closed.